Manufacturer narrative:
The device was returned and the evaluation found that the beak was broken. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the resectoscope sheath had the tip break off. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, olympus confirmed the event reported, it is likely that was induced by thermo-mechanical fatigue, general wear and tear, or improper handle by the user. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.